Manufacturer narrative:
Additional product codes for this report include: hwc. (B)(4). Per facility, the complainant parts will not be available for return/evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a trochanteric fixation nail (tfn) construct with revision to a tfn-advanced (tfna) was performed on (B)(6) 2015. The original tfn procedure took place on (B)(6) 2015 to treat a proximal femur fracture. The patient subsequently developed a mal-reduction requiring revision. The revision procedure was completed successfully without incident. The tfn hardware, which consisted of a short nail, lag screw, and locking screw, was removed fully intact. This report is 1 of 3 for (B)(4).